Manufacturer narrative:
Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available. Zimmer reference: (B)(4).

Event description:
A study to assess treatment of crowe type IV hip dysplasia in one hundred twenty-seven hips of 91 patients diagnosed with this type of dysplasia and treated with total hip arthroplasty reported that 1 patient underwent femoral and acetabular revisions due to recurrent dislocation after closed reduction. Attempts have been made and no further information has been provided yet.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: the journal article total hip arthroplasty with the wagner cone femoral stem in patients with crowe IV developmental dysplasia of the hip: a retrospective study reports on a patient, which underwent femoral and acetabular revisions due to recurrent dislocations after closed reduction. Review of received data: journal article: total hip arthroplasty with the wagner cone femoral stem in patients with crowe IV developmental dysplasia of the hip: a retrospective study [1] complications (page 106): in 1 patient, femoral and acetabular revisions were performed, respectively, due to recurrent dislocation after closed reduction. Discussion (page 106): shortening the femur can make joint reduction easier; however, it is prone to complications, such as femoral loosening, rotational instability, and dislocation and nonunion of the osteotomy site. No medical data such as radiographs and surgical reports were provided due to legal liability. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification of the involved products. DHR review: review of the device history records could not be performed due to missing reference and lot numbers. Conclusion: the journal article total hip arthroplasty with the wagner cone femoral stem in patients with crowe IV developmental dysplasia of the hip: a retrospective study reports on a patient, which underwent femoral and acetabular revisions due to recurrent dislocations after closed reduction. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the journal article and the information provided, no detailed assessment of the reported event could be conducted. Therefore, a definite cause could not be found. [1] ors c, caylak r, togrul e. Total hip arthroplasty with the wagner cone femoral stem in patients with crowe IV developmental dysplasia of the hip: a retrospective study. J arthroplasty. 2022 jan;37(1):103-109. Doi: 10.1016/j.arth.2021.09.007. Epub 2021 sep 20. Pmid: 34547428. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.